Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. During the procedure, only the ipg was removed. The physician does not believe the infection was device related.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. During the procedure, only the ipg was removed. The physician does not believe the infection was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient¿s symptoms were fever, some chills and poor wound healing. The patient underwent several irrigation and drainage treatments prior to the explant but failed to resolve the infection. The patient was prescribed with azithromycin and bactrim. The patient was reportedly doing well, feeling better and the incision was healing well with no signs of infection. The physician believed that the infection was procedure related.